Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the cylinder and pump were explanted and replaced due to the device not working.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. A separation was noted on the longer exhaust tube of the pump at the strain relief junction. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1 or cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the longer exhaust tube of the pump occurred after the device packaging was opened. The information received indicated that there was leakage noted on the device. Based on the evaluation, information received, and brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the cylinder and pump were explanted and replaced due to the device not working.